Manufacturer narrative:
(B)(4).

Event description:
An international customer reported an event of a "an odor of hydrogen peroxide or burned oil" emitting from the sterrad® 100s sterilizer. Two healthcare workers (hcws) experienced eye and throat irritations. It is unknown if any hcw received any medical attention/treatment and the status of the affected hcws is unknown. This event is being reported as a malfunction report subsequent to a serious injury. (B)(4) are related complaints from the same facility. This is two of two 3500a reports being submitted for this product malfunction. Please reference manufacturer report numbers: 2084725-2016-00140 and 2084725-2016-00242.

Manufacturer narrative:
This MDR report was opened for hcw # 2 with limited information regarding the injury. The hcw's did not receive any medical attention and no further information was provided after multiple attempts. This file was determined to be a duplicate of pi 1-tabx8p, MDR 2084725-2016-00140. Therefore, this file is deemed not reportable.